Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 48 mm in diameter abdominal aortic aneurysm. The proximal aortic neck is 29 mm in diameter and 28 mm in length. There was mild tortuosity. Four years post index procedure an ultrasound showed that the aneurysm was 54 mm in diameter. Five years post index procedure an ultrasound showed that the aneurysm was 57 mm in diameter and that the left stent graft is does not entirely contiguous to the vessel wall. Nine days later, a CT with contrast showed that the aneurysm was 60 mm in diameter. No additional clinical sequelae were reported.